Event description:
Discrepant results between the blood glucose monitoring device and a comparative method taken at the hospital. Reporter stated glucose result was hi and hospital measured reading of 100 mg/dl. Reporter did not provide treatment info and stated no controls were used with the device. Reporter indicated storing some of her test strips outside original storage vial which is not recommended however stated being uncertain if this is one of the test strip alleged. Reporter also indicated that one month prior to alleged incident, diabetes medication was increased however did not provide whether normal medication and food was consumed the day of alleged event. A request was made for the return of the suspect device and replacement product was sent.